Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4/4/2025, an FDA medwatch notification was received via email. A facility representative reported the tip of an inserter from an ar-3680 fibertak button implant system broke off in the patient. The broken fragment was not retrieved. This was discovered during a procedure on (B)(6) 2025. No further information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to applying excessive mechanical forces upon insertion, improper bone prep and/or prying/leveraging the device during use.